Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to locate the ipg with the charger, and the issue had been present for two months. A replacement charger was sent to the pt. F/u identified the pt had received the replacement device, but still had the same issue. Attempts to determine the next course of action were unsuccessful.